Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation. The patient reported the irritation was two big red weeping wounds. The patient reported the irritation was red, raised, broken skin, itching, and felt like a burning sensation. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to return the equipment. The medical outcome is unknown.